Event description:
"While administering a tb test to an pt in the thigh the clinician took the needle out of the pt and the needle became disengaged from the safety and stayed in the pt. The safety device remained intact but there appears to have been a needle pullout."